Event description:
During a percutaneous transluminal angioplasty to the right common iliac artery to the external iliac artery, there was difficulty experienced while rotating the tuning dial of the smart control while initiating deployment. The physician then tried to deploy the stent by sliding the lever, but difficulty was encountered. The stent was deployed; however, the stent deployed over the target lesion. Therefore, another smart control (catalog and lot: unknown size: 8mm x 4cm) stent was placed and the procedure was successfully completed. The vessel was severly calcified, contained moderate tortuosity, and was 75% stenosed. The product was prepped according to the information for use. A guidewire (brand: unknown, 0.035 inch x 150 cm/ piolax) was inserted across the lesion via a sheath introducer (brite tip sheath, 7f x 11 cm) and the product was advanced to the lesion over the guidewire. The product was clinically used with no adverse consequences to the male patient (age unknown). The product will not be returned.

Manufacturer narrative:
Additional information will be provided within thirty days of receipt.